Event description:
Report received of an over-delivery of narcotic. The pump was reportedly programmed in the pca + continuous mode with morphine sulfate 1mg/ml to deliver at a continous rate of 5mg/hour with a pca dose of 5mg, pt lockout of 15 minute and a 4-hour limit of 30mg. According to the customer contact, therapy was initiated at 6:15am in 2001 when a 30ml syringe was hung. The syringe was empty at 7:55am and a new syringe was hung. The customer reported that this second syringe was empty at 10:00am. The number of pt bolus requests/deliveries was not available. The pt received 60mg of morphine in less than 4 hours. The pt experienced "severe emesis" and the pca was discontinued. No medical interventions were required for the pt. The pt did not experience any respiratory difficulty and did not receive any medication for the emesis. The pt did not experience any long-term adverse effects.